Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment of abdominal aortic aneurysm and iliac artery aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® deployment system. The trunk-ipsilateral leg component was deployed without issue. It was reported that cannulation of the contralateral gate could not be achieved because the gate was compressed due to tortuous anatomy. The physician attempted to re-position the device but this was not successful. The procedure was then converted to an aorto-uni-iliac. A right femoral-left femoral bypass was also performed. The patient tolerated the procedure. It was reported that the abdominal aorta was tortuous at the proximal neck and this may have contributed to the inability to cannulate the contralateral gate.

Manufacturer narrative:
B5: corrected date of procedure from (B)(6) 2019 to (B)(6) 2020.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment of abdominal aortic aneurysm and iliac artery aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® deployment system. The trunk-ipsilateral leg component was deployed without issue. It was reported that cannulation of the contralateral gate could not be achieved because the gate was compressed due to tortuous anatomy. The physician attempted to re-position the device but this was not successful. The procedure was then converted to an aorto-uni-iliac. A right femoral-left femoral bypass was also performed. The patient tolerated the procedure. It was reported that the abdominal aorta was tortuous at the proximal neck and this may have contributed to the inability to cannulate the contralateral gate.